Event description:
It was reported by the independent repair center that the unit has low o2/alarming and the key malfunction is the sieve is saturated. No patient injury reported, no additional information provided.